Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected prime anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, and occlusion test. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer insulin squirt out during manual prime on insulin pump. The insulin pump piston continue to move forward after reservoir contact and insulin squirt out. No numbers appeared on screen of the insulin , no beep heard and leaving prime not possible. The customer will be sending replacement insulin pump. The customer was asked verbally and in written form to return broken insulin pump for analysis.